Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. No adverse health consequences; may result in annoyance to user or patient. Note this is now a discontinued product. No DHR can be completed as no catalog# and lot# were provided. Investigation conclusion: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. Root cause description: in some instances mechanical failure is due to wear and tear.

Event description:
It was reported that a unspecified bd¿ lancing device had threading that was broken.